Event description:
On (B)(6) 2015, a death certificate was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2007 and the patient¿s cause of death was cardiopulmonary arrest due to (or as a consequence of) hypoxia due to (or as a consequence of) seizure disorder (grand mal). The death was sudden, within minutes, and the death certificate indicates that no autopsy was performed. The place of death is documented as "own home." A sudep (sudden unexpected death in epilepsy) evaluation was performed by the manufacturer and it was determined that the death was classified as probable sudep, although there is no information indicating that the death is related to vns.